Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/ generator) during a transurethral resection of the prostate (turp). The esu was used with a footswitch (part number 20189-301, lot number wo388776). No information was provided regarding any other equipment or accessory used in the surgery. Additionally, there was no report on the procedural esu's settings. However, it was reported that there was a delay in the activation and that cutting current was difficult to control. During the resection, a perforation of the bladder occurred with the size of the perforation being approximately 0.5 cm. To address the issue, the patient required a permanent catheter for an extended period of time.

Manufacturer narrative:
The esu and footswitch were returned and thoroughly inspected/tested. The findings were as follows: esu - the evaluation included an electrical safety check, a functional check of each of the equipment's features and a power output check. The generator was/is within specifications and all features were/are functioning properly. Also, the unit's recorded chronological data was review. There were no abnormalities or error messages. Overall, the data didn't indicate any malfunction of the esu, nor reveal any connection between the generator and the observed "delayed activation." A review of the unit's device history record (DHR) did not reveal any anomalies in the documentation. Footswitch the accessory was found to be working as intended. In conclusion, there were no issues with the esu or footswitch that would have caused or contributed to the event. Additionally, the reported delayed activation of the generator and the described problem with the cutting current could also not be reproduced. As a result, no determination could be made as to the cause of the incident. No trends have been identified and erbe USA, inc. Is now closing the file on this event.